Manufacturer narrative:
(B)(6). (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct375 22.5 diopter intraocular lens (iol) was implanted in the patient's operative eye. However, there was an unexpected post-operative result. Reportedly, the cylinder was correct, but the sphere was too weak. Therefore, the patient had to be re-operated on and the initial lens was removed and replaced with a with a new zct with less cylinder and more iol power (higher diopter), a zct300 23.0 diopter lens. Visual acuity pre-operatively: ra (right eye) -1.25 x -1.75 x 154 degrees and la (left eye) -0.25 x -1.50 x 6 degrees. Visual acuity post-operatively: ra -3.25 x -1.00 x 69 degrees and la 3.50 x -1.00 x 101 degrees. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.